Manufacturer narrative:
Patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #03.037.022, lot #f-21786: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 08. Mar. 2017: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2017 for a left hip fracture. The surgeon had initially planned to implant the patient with a lag screw instead of a helical blade thus, using a two-step drill process. It was reported that there were no issues with the first drilling however, when the surgeon went to drill with the step drill, a small piece of the tip of the drill broke off. It was reported that it did not sound as if the drill had hit the nail. Several unanticipated x-rays were taken to identify the location of the broken piece. There was a reported 25 to 30 minute delay while the surgeon attempted to retrieve the fragment using a ¿laparoscopic gun¿ with a trigger. The surgeon was able to grasp the fragment with the trigger but it got caught on the nail and ultimately, the surgeon decided to leave the fragment embedded and switch to a helical blade. The patient was implanted with a short tfna nail, helical blade and one distal locking screw. It was reported that the surgery was completed successfully with the patient in stable condition. Concomitant devices: tfna short nail (part #unknown, lot #unknown, quantity 1) and distal locking screw (part #unknown, lot #unknown, quantity 1). This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Customer quality (cq) engineering investigation: the returned 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures per technique guide. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq the 6mm/9mm cannulated stepped drill bit was received at cq with the distal tip (including all 4 distal cutting tips) sheared off. The sheared off section including the 4 tips were not returned to cq. The 6mm/9mm cannulated stepped drill bit was received at cq with the distal tip (including all 4 distal cutting tips) sheared off. The sheared off section including the 4 tips were not returned to cq. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Unable to determine a definitive root cause based on the provided details and no new malfunctions were identified as a result of the investigation. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.